Event description:
Follow up information received reported that the patient believed that the shocking came from the wires of their other implantable neurostimulator (ins) which they had implanted for urinary issues. It was noted that ins for the urinary was currently not ¿running¿. In addition, it was reported that two inss the patient had were implanted 20 cm apart. The patient¿s physician did not want to do any surgical intervention at the time. The ins system for the patient¿s pain therapy (this file) was providing therapy and they did not want to turn that device off. The physician felt that the patient may have some underlying psychological issues which may be playing a role in their perception of the shocking/jolting sensation. The patient was sent home with the ins still running and were instructed to follow up with their physician if any major issues arose. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported it was uncomfortable.

Event description:
Additional information received reprogramming was performed on (B)(6) 2013, which improved the patient¿s coverage.

Event description:
The company representative reported that the patient experienced an intermittent shocking or jolting sensation in her back and all the way down her legs. The patient also noted, she sometimes felt the sensation in her whole body as well. The shocking was said to be random in nature and sometimes occurred with certain movements, but the shocking could not be reproduced. The issue had been occurring for approximately 2-3 months. There was no pain at the pocket site and the patient still had stimulation sensation in the correct areas. There was no specific event or incident related to the shocking or jolting, but the patient did note that this had not occurred with her previous implantable neurostimulator (ins). Impedances were normal and there were no concerns about lead migration. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), implanted: 2009 (B)(6), product type recharger product ID: 37743 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient. It was reported that the patient felt the shocking all the time for a year; from the time it was put in until it was taken out. It was mostly felt if the patient sat up to eat. The patient couldn¿t eat because it was shocking her and she lost 30 pounds. Prior to the replacement, they tested the wire with their device and took a diagnostic image then stated that nothing was wrong with the lead. The patient stated that the device was submitted for analysis. The patient wanted to know why the manufacturer never contacted her about why the previous spinal cord stimulation device was electrocuting her. It was noted that the healthcare professional told the patient to call the manufacturer¿s patient services. The patient did not agree with analysis results being sent to the hcp. Additional information was received from a manufacturer representative (rep) . It was reported that the patient was scheduled to see the provider the week following (B)(6) 2017. The rep didn¿t believe that the hcp ever requested that the patient¿s battery be sent in for analysis.